Event description:
The patient reported that on (B)(6) 2011 her blood glucose (bg) was "hi" (over 600 mg/dl) after failing to respond to recurring loss of prime warnings. There were no reported signs or symptoms of hyperglycemia. Customer support reviewed the pump with the patient and found that the loss of prime warnings were likely due to power loss, which was likely due to the battery cap not being secured to the pump properly. The patient admitted that the loss of prime warnings had occurred over the course of a week and she did not always respond to them, resulting in disruption of insulin delivery. The patient reported that she was able to re-prime the pump and deliver a correction bolus, and her bgs returned to "usual range." The patient stated that the yellow o-ring on the battery cap was showing, and the battery cap was last changed seven to twelve months ago. The patient confirmed that there was no structural damage to the battery cap, and she was able to tighten the cap to resistance. Customer support advised the patient that the battery cap should be changed every six months. Customer support concluded that there was no product defect. This complaint is being reported due to the patient's alleged hyperglycemic event. Use error likely contributed to the reported bg excursion, as the patient failed to respond to pump alarms and did not follow recommendations for battery cap maintenance.

Manufacturer narrative:
Follow-up #1 11/17/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: one reboot was observed in the pump black box; the basal delivery was resumed within 10 minutes of the power interruption. The daily insulin delivery totals correctly reflected the user programmed basal rates. There are no alarms related to the complaint in the alarm history. No damage was found to the battery cap or compartment. The battery cap attached securely to the pump and the pum powered on normally. A 29 hour flow accuracy test was performed on the pump without power interruptions and the pump was found to be delivering within specifications. A battery cap contact test was performed and no battery cap connection defects were observed. The pump was opened and no damage was found to the power circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.